Event description:
It was reported by the customer that when the solo catheter and package was opened, it was found that there was a hair in the package, and the customer replaced the catheter with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material determined to be inconclusive due to the state of the returned sample. The product returned for evaluation was an opened 5fr dual lumen powerpicc solo kit. The tray contained the catheter with an inlaid stylet and two end caps. A hair-like fiber was observed in the middle of the kit tray. Due to the open state of the kit tray, it could not be determined when the hair-like fiber was found. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that when the solo catheter and package was opened, it was found that there was a hair in the package, and the customer replaced the catheter with a new one. No other information was provided.